Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The endocoronary sinus catheter was placed through an introducer in the right internal jugular vein. The catheter was advanced approximately 33 cm and its tip easily maneuvered into the os of the coronary sinus using transesophageal echocardiography for guidance. Despite an excellent view of the coronary sinus, the catheter could not be visualized despite repeated withdrawals and advancements of approximately 3 to 4 cm. The balloon was then slowly initiated with 1 cc of saline without ventricularization of pressure. The balloon was deflated and 3 cc of agitated saline were injected through the lumen of the catheter, but not seen by transesophageal echocardiography. The catheter was then withdrawn and a pop was felt. The pt became hypotensive and cardiac temponado was seen on transesophageal echocardiography. A sternotomy was performed and the surgeon found a hole in a cardiac vein that branched immediately from the os of the coronary sinus. The tear was repaired and the coronary artery bypass graft procedure was completed. The pt had an uneventfully recovery.